Manufacturer narrative:
Follow-up report #1 is to provide FDA with missing information, new information, and changed information. The following fields have new information: g7, h2, h10. Changed information in section h1. Contact with the customer directly by the distributor established that there was no quality issue related to the product, and that the case was within normal expected use. There was no patient harm, no significant delay in procedure (a replacement electrode was immediately available), and no health consequences at all for the patient. As stated in the instructions for use for the product, excessive force exerted by the user may result in mechanical failure of the electrode's wireframe. The user is therefore advised in the instructions for use to keep the application of force low. Possible hazards were considered in the risk assessment b2-3 rev. 04 with the corresponding extent of damage and probability of occurrence and assessed with an acceptable risk. This assessment is still valid even taking into account the current case. When used with hf current, the system causes ageing of the application part (in this case the wireframe). This wear depends on many factors such as the type of hf generator, setting of the hf generator, tissue contact, cutting speed, etc. The wear and tear of the wireframe is caused by the type of hf generator used. If the power settings of the hf generator are too high, rapid wear can occur within one application, which eventually leads to the fracture of the application part. The user is therefore advised in the operating instructions to keep the power setting low. The exact parameters of the hf generator have not been made available, so effect of the generator settings cannot be fully assessed. The correct selection of the power and mode of the rf generator is an essential point in the application of monopolar resection. No product or manufacturing problem evident, as confirmed by the end user. A handling issue is indicated. A review of the complaints database shows no adverse trend. Possible hazards were considered in the risk assessment b2-3 rev. 04 with the corresponding extent of damage and probability of occurrence and assessed with an acceptable risk. This assessment is still valid after taking into account the current case. As there is no systemic issue related to the product or its manufacture, no further investigation or action is warranted for this case.

Manufacturer narrative:
A follow up will be submitted upon receipt of additional information and/or completion of device evaluation. (B)(4) considers this case open.

Event description:
On september 23, 2019, richard wolf (B)(4) received the following information: patient was hospitalized with hyperplasia of the prostate. During a procedure to remove prostatic hyperplasia at 11 a.m. On (B)(6) 2019, the cutting electrode was broken during the operation. There was no patient harm. The cutting electrode was immediately removed and replaced with another of the same model from the same batch. The operation was continued and completed without any abnormalities. The patient was closely observed after the operation without any discomfort or other abnormalities.